Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed the device was extremely worn. Visual examination of the distal end of the device under magnification revealed some scratches and nicks at the edge of the inner pass. Due to the observed nicks, the complaint of metal shavings can be confirmed. This reusable device is about five years old and has possibly seen heavy use in the field. Potential root causes for the observed damage include wear of the device or use with a pin which was slightly bent. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the customer¿s 6.5mm anteromedial femoral aimer left metal shavings when drilling during an acl procedure. The case was completed with the device. The metal shavings were removed with a shaver. There were no patient consequences or delays. The device is being returned. The sales rep was not present during the case and could not provide any more details.